Manufacturer narrative:
One sample and two photos of a 5ml eurographics syringe (p/n - 309649) batch 3198079 were received and evaluated. The sample was received in an unsealed package with brownish discoloration on the barrel. One photo shows the package from the top web side with all applicable product information. The other photo shows the syringe in the package with the brown discoloration as described above. The batch number received differs from the batch number reported. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the embedded foreign matter defect is associated with the molding process. This defect appeared due to the injection of burnt material generated during molding process. Before the injection machine is restarted up it is purged until the material is acceptable rejecting the first pieces.

Event description:
No additional information.

Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c had foreign matter. The following information was provided by the initial reporter translated from german to english: I hereby complain about 1 syringe bd plastipak luerlok zentr 5ml with lot 3310159. As can be seen in the pictures (see attachment), there are brown discolorations on the syringe. The sample is in our restricted stock and can be made available to you for further investigation. Please inform me about the further procedure.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.